Event description:
It was reported that a malfunction with code malf 12 occurred, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump.